Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture was also noted on the motor assembly.

Event description:
The customer's mother reported water damage after the customer went swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.